Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. It was reported the patient had seen the 0617 code twice on their ptm (8835) and was inquiring what that code meant. Tss reviewed the uplink communication code with caller and discussed troubleshooting with the caller. Caller states that the patient thought the code meant they were getting two boluses because they felt as though they were being "overdosed. The patient reported that their lips went numb and they could hardly stand up." Tss reviewed the 0617 code does not mean the patient is getting two boluses and reviewed checking the pa logs for 88 & 89 codes. Caller states they plan to meet the patient at the clinic, once the patient makes an appointment. Additional information received from a healthcare provider reported the cause of the 0617 error code and overdose was unknown. The patient was scheduled for a office visit on (B)(6) 2020 to discuss the issues and symptoms. It was noted the issue resolved and had not re-occurred. The patient's weight was (B)(6) lbs.